Manufacturer narrative:
8/17/1998-supplemental report #1 sent to FDA. Additional data entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.